Manufacturer narrative:
One (1) used d1000 tego connector was returned. Although requested the involved mating/access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded various component damages / tears between tego seal and housing. During decontamination flushing blood residue/clots were observed. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, failed acceptance criteria. The tego connector was than disassembled to perform additional analysis of the internal componentry. The results recorded silicone adhesive that was out of place near the seal/post interface of the assembly. There were no observed damages to the seal slit or the main seal interface with the body post. Findings: testing and analysis of the as-received tego connector confirmed/replicated the reported leakage issue. The exact cause(s) of the leakage however could not be determined.

Event description:
(B)(4). Complaint received reporting leakage issues with use of unspecified dialysis set-up and d1000 tego connectors. The initial information received reports "... Nurse .. Noticed spilled blood between the transparent silicon and the yellow body. The tego cap was changed for a simple cap." There were no reported patient injuries, adverse consequences. Although requested additional event/device usage information was not available. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of unspecified dialysis set-up and d1000 tego connectors. The initial information received reports "... Nurse .. Noticed spilled blood between the transparent silicon and the yellow body. The tego cap was changed for a simple cap." There were no reported patient injuries, adverse consequences. Although requested additional event/device usage information was not available.